Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use, clear passage testing, and underwater pressure testing was performed; all passed successfully with no issues noted. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set would not flush. This occurred during infusion to a maternity patient. The reporter stated that the set was being used as a saline lock, and that the device primed successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.